Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device did not provide shock when attempted. As a result, defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker performed a clinical review and it was not known if the device contributed to the patient outcome. There is no device data or sufficient reported information to determine device contribution to the reported outcome. In the medical judgment of these reviewers, it is unknown if the device caused or contributed to a serious injury or death. The electronic patient records were downloaded and reviewed. The issue could not be verified. The customer declined the repair, so the device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that their device did not provide shock when attempted. As a result, defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.